Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor that paired to the dexcom app but initially failed to pair to the ilet, consistent with an intermittent communication failure involving the antenna/electrical communication pathway; after the agent had the user toggle and re-enter the pairing code, the sensor connected to the ilet, and no further help was requested. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.